Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that at the end of the case there were supposed to be four bullets but there were only three bullets. It is unknown if the bullet was left in the patient's body. The patient was sent for an x-ray, but the device is titanium and it is unlikely that it could be seen. There were no reported complications and the patient was fine.

Manufacturer narrative:
Qn# (B)(4). A DHR review could not be conducted since the lot number was not provided. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due the lack of product sample and batch number to perform a proper investigation and determine the root cause.

Event description:
It was reported that at the end of the case there were supposed to be four bullets but there were only three bullets. It is unknown if the bullet was left in the patient's body. The patient was sent for an x-ray, but the device is titanium and it is unlikely that it could be seen. There were no reported complications and the patient was fine.